Event description:
Post inguinal hernia repair the pt developed an infection. The pt was admitted to the hospital; the hospital suspects the catheter caused the infection in this incident. The surgeon in this case indicated that the pt is currently doing fine.

Manufacturer narrative:
Evaluation summary: the device involved in this incident is not available for evaluation, therefore, our results and conclusion are based on the info that was given to I-flow by the initial reporter. According to the center for disease control, postoperative surgical site infection varies from surgeon to surgeon, hospital to hospital, procedure to procedure, and pt to pt. The clinical study performed on the on-q pain relief system found that the rate of infection with a continuous pump was equal to or less than the published rate. Our devices are manufactured as being sterile. If add'l info that is pertinent to this event becomes available, I-flow will submit a follow-up report.